Event description:
A malfunction was reported with the pump displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, but the malfunction code reoccurred, leading to the decision to replace the pump. The customer, whose pump was still under warranty, was informed they would receive a new pump with updated software and was provided instructions on returning the faulty pump. The replacement process was explained, including transferring pump settings and connecting the cgm to the new pump. The customer agreed to return the old pump using a pre-paid label provided by tandem within 10 days to avoid incurring additional charges.